Event description:
It was reported in a service report that the foot right side rail was in the down position and would not go up. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: right siderail timing link was broken.